Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.

Event description:
It was reported the customer experienced elevated blood glucose levels. Troubleshooting was performed and pump passed delivery system check. Reportedly, customer has had issues with air bubbles being present, and customer smelled insulin at the luer lock.